Event description:
During follow-up, noise resulting in oversensing and automatic mode switch was observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was in stable condition.